Event description:
Subject ID: (B)(6). Study no: dots clinical adverse event received for stiff right tka. Event is serious and is considered mild. Event is possibly related to both device and procedure. Date of implant: (B)(6) 2024 date of event: 20 may 2024 (right knee) treatment: closed reduction/manipulation depuy products used (no revision completed): catalog ID: 150680005 lot ID: 4355163 component type: tibial description: attune rotating platform tibial base size 5 cemented. Catalog ID: 151820038 lot ID: 4353650 component type: patellar description: attune medial dome pat 38mm. Catalog ID: 151630512 lot ID: 9076564 component type: insert description: attune cr/rp insert sz 5 12mm. Catalog ID: 150400205 lot ID: d23084764 component type: femoral description: attune c/ret fem rt sz 5 cemented.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not perform. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.